Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and heavily calcified lesion in the distal left anterior descending artery. A 2.00x12mm traveler rx balloon dilatation catheter (bdc) failed to cross due to resistance with the anatomy. The bdc was removed but resistance with the anatomy was felt. The procedure was successfully completed with another unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.